Event description:
Had dental procedure; root canal. Reported, prior to procedure, a problem with gloves, causing hives, itching, running nose & itchy eyes. Dental student used dental dam & gloves. At end of procedure, 1/2 of rptrs face was swollen, red & had hives. Rptr was given p.o. Benadryl. Tremors started every 30-45 seconds. Monitored rptr's heart, bp & pulse ox. X 1 hr and gave rptr benadryl 50mgm 1 hr. Rptr left clinic in wheelchair to car. Took 50mgm benadryl p.o. H.s. Then saw allergist. Rptr's bp initially was elevated during episode. Since rptr has been diagnosed w/severe latex allergy. 2 visits to allergist. Now on zyrtec qd, carry epi-pen & benadryl and premedicate w/prednisone & benadryl for procedures.